Event description:
Patient on table draped and prepped for cardiac cath, scrub tech all lines primed and flushed, and all connections tightened and double checked, he also stated that a test for catheter tip placement was performed with 2ml contrast, no air emboli observed. With first full injection of contrast to left coronary arteries, air emboli observed and injection immediately stopped. Patient became acutely bradycardic, atropine was given bradycardia quickly progressed to vfib, lido, mag and epi given, patient shocked at 200 joules total of 10 times to convert to sinus tachycardia. Resumed procedure, which was completed without further incident. Patient transferred to pcu when bed was available. Patient alert and oriented x 3. Vss: the following protocols were set in place: equipment was taken out of service until thoroughly check by clinical engineers from med-rad. Catheters used in procedure were saved and thoroughly checked for holes, leaks in luer lock system.